Manufacturer narrative:
Section b1, b2, d10: correction. Section d4, h3, h4: additional information. Manufacturer's investigation conclusion: incidental finding: cosmetic damage to the outer silicone jacket of the external driveline. The evaluation of the replaced external portion of the driveline did not confirm an issue that could have contributed to the reported low speed and pump stoppage events captured in the submitted log file. A distal-end driveline replacement was performed on (B)(6) 2020 and approximately 19.5¿ of the external portion/distal-end of the driveline was returned for evaluation. The replaced driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Fraying was observed in the metal braided shield along the length of the driveline. Areas of shield breakdown were observed approximately 2.5¿, 3.5", 6", and 9" through 9.5" from the metal connector. The jacket, bionate cover, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the driveline wires revealed no evidence of breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any areas of current leakage in the insulation of any of the driveline wires. The account reported that patient experienced no further issues immediately following the repair. Upon review of the patient¿s information, it was observed that the alarms later returned in aug2020 and the patient ultimately received a pump exchange in (B)(6) 2020 (reported under MFR # 2916596-2020-04370). The relevant sections of the device history records for vad-14047 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2013. The heartmate (hm) ii left ventricular assist system (lvas) instructions for user (IFU), rev. H and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted due to low flow alarms and a pump stoppage event. The patient was reportedly stable. The site tethered the patient using a ungrounded cable. Log file analysis confirmed the pump stopage events while the patient was supported by battery power. Xray images noted a area of stress on the driveline. A driveline repair was performed on (B)(6) 2020. No further information was reported.